Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming "no disposable, pump won't run". It was reported that troubleshooting was unsuccessful and the end user had difficulty following stated instructions. Per reporter residual volume was: 57.4l, rate 2.2 and 42.65 was given. No adverse patient effects were reported. No additional information is available.

Manufacturer narrative:
Additional contact information: (B)(6).

Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming "no disposable, pump won't run". It was reported that troubleshooting was unsuccessful and the end user had difficulty following stated instructions. Per reporter residual volume was: 57.4l, rate 2.2 and 42.65 was given. No adverse patient effects were reported. No additional information is available.